Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that a new lead was placed and in post CT scan, it showed the lead was migrated. The patient was taken back into surgery to put the lead back to original position. (B)(4).